Event description:
During service, the pump powered on with a failure code 812:02. The hosp rep stated to baxter customer service that they have no record of any pt incident involving the pump since the last baxter service event.